Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported during patient use, no more than after 10 minutes after the solex catheter was placed into the patient's body, it was observed that blood was dripping out from the orange luers. The issue occurred before the patient was hooked up to the console. Catheter was removed and according to the customer, there were no leaks observed on the catheter however, the catheter was not replaced. No patient harm or injury was reported.

Manufacturer narrative:
The customer reported complaint of blood dripping on the orange luer tubing was not confirmed however, a balloon leak on the catheter was observed when the pressure was applied. The leak was observed at the distal end near the distal guidewire and infusion port of the catheter. A visual inspection of the returned catheter was performed. All lumens flushed as intended. The balloons were examined and there were no tears, balloon bond detachment or rupture. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a balloon leak was noted. No other abnormalities with the catheter were seen which may have contributed to the observed leak. Note, during manufacturing, all solex catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for solex catheter lot # 71157.